Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it is being retained at the hospital. It is indicated that the device is not returning, therefore a failure analysis of the complaint device could not be performed. Additionally, a review of the lot history record and complaint hi story of the reported lot could not be conducted, because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). A review of the lot history record revealed no non-conformances with the reported lot that could have contributed to this complaint. Additionally, a review of the complaint history for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex (cx). The whisper guide wire was successfully used during the procedure without issue. During removal the guide wire separated in the left cx. A snare was used, but the separated portion of guide wire could not be retrieved. The guide wire portion was left in the anatomy. The patient is doing fine. No other treatment will be performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.